Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels for approximately 3 weeks; however, no specific bg values were provided. Reportedly, customer stated that they believed the bg levels were due to "personal reasons". No additional information was provided on the reported event.